Manufacturer narrative:
(B)(4). Event date not provided/unknown.

Event description:
It was reported that the driver (iipdtl) fractured. The doctor was able to complete the procedure.

Manufacturer narrative:
During the investigation, it was determined that the device tip was not fractured as initially reported by the customer. Therefore, the complaint is unconfirmed. As a result, the event reported in medwatch report 0001038806-2018-00193 submitted on mar 8, 2018 is no longer reportable. No further medwatch reports will be submitted for this event.